Event description:
The facility reported an infusion with a high flow rate. Info was not provided regarding whether or not the accuracy issue occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.